Event description:
It was reported by international mallinckrodt facility (taiwan) that inflation could not be maintained during pre-testing of one (1) size 8 fen, fenestrated low pressure cuffed tracheostomy tubes. There was no reported pt involvement. Limited info provided regarding this complaint. The device is reportedly available to be returned to the MFR for ID, analysis and investigation. As of this date, the device has not been received by the MFR.